Manufacturer narrative:
The report of an sealed outflow graft kink was confirmed based on the submitted CT image. Video showing a 3d CT scan showed a nearly 90 degree kink in the outflow graft after the distal end of the outflow graft bend relief. The kink could have contributed to the low flow events captured on the submitted log files. The patient was reported to be too frail for re-operation to correct the issue and 1.5.2 system controller software was requested to low the low flow hazard alarm threshold to 2.0lpm. The patient remains ongoing on vad support and no further issues have been reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was readmitted from rehab facility with red heart low flow alarms. A CT angiogram was revealed outflow graft (ofg) kink beyond bend relief. Reportedly, it appeared that the ofg may be too long. Patient was not currently an operative candidate and the physician requested system controllers with the 2.0 lpm low flow threshold. The prescription system controllers were provided.